Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect of dyspnea, worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. A conclusive cause for the reported dyspnea and tissue damage and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage, single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported on (B)(6) 2019, two mitraclips were successfully implanted reducing grade 4 degenerative mr to grade 1. With an mr grade of 4. The patient remained hospitalized and on (B)(6) 2019, the patient experienced dyspnea. An echocardiogram was performed showing mr increased to 3-4+. It was suspected that one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Additionally, a ruptured chord was observed. It cannot be determined which clip detached from the posterior leaflet and which caused the ruptured chord. A surgical procedure may be performed in the future. No additional information was provided.